Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received valproate (150mg/ml, 100mg/day) in an implantable pump for investigational treatment of epilepsy. It was indicated that approximately 3 months post implant a motor stall occurred no recorded recovery. The provided interrogation print report from 05-mar-2018 indicated a motor stall occurred on (B)(6) 2018 with no recorded recovery (also reported motor stall occurred on (B)(6) 2018). A stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 01:11. The patient experienced an increase in symptoms of epilepsy events, as compared to the period the pump was working normally. The drug was replaced with saline and programmed to minimum rate. The manufacturer representative was unaware of any troubleshooting performed or if the pump was exposed to electromagnetic interference (emi). There were no plans to remove the pump at this time. It was noted the pump replaced a competitor pump due to lack of assistance with refills and/or troubleshooting in australia. The indura catheter was attached to the competitor catheter in patients where the synchromed® ii programmable pump replaced a competitor pump. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated a series of motor stalls and recoveries occurred. The specific event date was unknown (2018 year valid only). The product status was indicated to be implanted - out of service. The device will not be replaced in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered to be resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the pump was discarded by the healthcare professional (hcp) upon explant, and it was not to be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was admitted to the hospital on (B)(6) 2018 via ambulance after an increase in seizures, yet the pump only showed a permanent motor stall on (B)(6) 2018. The pump was explanted.